Event description:
From (B)(6): patients enterra system was explanted (B)(6) 2024 by dr. (B)(6) at (B)(6). Patient was unsatisfied with symptom relief after multiple reprogramming sessions and wanted an explant.